Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pump tubing organizer (pto) leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n331 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n331 shows no trends. Trends were reviewed for complaint category, pump tubing organizer (pto) leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed the leak after 1192ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The kit return was requested; however, the customer declined to return the kit. The customer did not return product for investigation.